Event description:
Revision surgery - the pt started to feel pain about two and a half years after metal-metal hip replacement because of the metal-metal implant. The surgeon reported a worn portion on the 38 mm cocr head. Djo spoke with the agent and he reported the stem was fixed, but not removed. The surgeon told him that the acetabulum appeared to have metal fragments within the tissue. The surgeon removed the questionable tissue in order to insure there was no fragment remaining. The wound is being treated as a two stage infection, however, this is a precautionary process by the surgeon as no infection has been confirmed. All the components will be returned except the head which was used as part of the antibiotic spacer.